Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a maxforce biliary dilatation balloon was used during a dilation procedure performed in the common bile duct (cbd) on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the balloon would not deflate and when the device was attempted to be removed, the catheter broke. No patient complications have been reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the complaint device revealed that the catheter was kinked, stretched and broken. It was noted that the catheter was broken in two different sections; the first one was located at the distal section (including the balloon) and the other section was not returned with the device. There were no more damages were found on the device. Functional analysis could not be performed due to the condition of the device. Based on the condition of the returned device, the noted defects likely occurred due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a maxforce biliary dilatation balloon was used during a dilation procedure performed in the common bile duct (cbd) on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the balloon would not deflate and when the device was attempted to be removed, the catheter broke. No patient complications have been reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable.